Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Customer reported via phone call that they experienced high blood glucose and diabetic ketoacidosis. The customer blood glucose level was 425 mg/dl at the time of incident. Transmitter led blink on and off. The customer received cannot find sensor signal. The customer stated that they were using the auto mode feature. The insulin pump will not be returned for analysis.